Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experiences long recharge times and never better than below average coupling. The patient cannot get improved coupling without adhesive disks and only marginal improvement in coupling with this. It is unknown if there were any factors that may have led or contributed to the issue. They also tried antenna locator. The issue was not resolved.